Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood on the balloon, which is consistent with use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and outer diameters of the stent implant were measured and met manufacturing criteria. The hypotube and jacket were separated 19.5 cm distal to the strain relief tubing. The fracture faces were ovaled and the jacket was stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Additionally, there was a kink in the hypotube 1cm proximal to the separation and a bend in the hypotube 1.7 cm distal to the separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported difficulties. The shaft most likely kinked/bent during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil, and a sampling of product is destructively tested to verify lumen integrity. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and calcified, which likely contributed to the failure to cross. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. This suggests that there are no lot specific product quality deficiencies. In this case, the reported failure to cross, kink/bend, and shaft separation appear to be related to operational context.

Event description:
It was reported that the proximal shaft of the xience v stent delivery system (sds) separated during use. The procedure was to treat a tortous and calcified lesion in the right coronary artery (rca). After pre-dilatation, a 3.5 x 23 rx xience v was advanced, but it would not cross and the shaft kinked. A second 3.5 x 23 rx xience v was advanced, but during the attempt to cross the proximal shaft kinked and separated. The entire sds was able to be removed without intervention. Using a different wire strategy, an otw 3.5 x 23 xience v stent was advanced and successfully implanted to complete the procedure. There were no patient effects and patient outcome was good. No additional information was provided.